Event description:
Initial information received on (B)(4) 2013 processed with additional information received on (B)(4) 2013. The case has been reassessed as reportable malfunction based upon returned sample received on (B)(4) 2013. This spontaneous report was received from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for oral care (route dental, lot number 3280d, frequency and expiration date unspecified). After an unspecified duration, while pulling the floss out the cutter of the floss separated from the plastic and fell off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 17-jul-2013. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on 23-may-2013 processed with additional information received on 20-jun-2013. The case has been reassessed as reportable malfunction based upon returned sample received on 20-jun-2013. This spontaneous report was received from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for oral care (route dental, lot number 3280d, frequency and expiration date unspecified). After an unspecified duration, while pulling the floss out the cutter of the floss separated from the plastic and fell off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 11-jul-2013. A review of the data associated with this complaint revealed no adverse trends and no trend involving lot number 3280d. A review of the device history records and history of changes did not indicate that reach johnson and johnson floss, mint waxed failed to meet specifications. The field sample was evaluated and presented the insert broken where it holds the cutter. Based on the information available, this device was used as intended for treatment. The defect was being covered through a CAPA "defective cutter on dental floss- adverse". This was an ineffective CAPA that escalated into CAPA which has closed effectively and worked on strengthening current molds for better retention of the cutter. The disposition was confirmed. Complaint trends would continue to be monitored. Also, the initial report is being corrected to update the j&j awareness date from 20-jun-2013 to 17-jun-2013. This report remains a reportable malfunction case in the united states.